Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the radiopaque markerbands were not visible enough. The patient underwent arteriogram.. A 8.0x30x75cm express® ld iliac / biliary stent was advanced and deployed at the lesion. However, the stent was not visible enough. The physician had to acquire more images to make sure the stent was deployed in the proper area. The physician did take a longer time and a little more radiation than it should take in a procedure. The procedure was completed. No patient complications were reported and the patient's status was fine.